Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the reported single leaflet device attachment (slda) is likely the result of patient anatomy. The recurrent mr is a result of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 functional mitral regurgitation (mr). One clip was implanted, reducing mr to grade 1. On (B)(6) 2020, echocardiogram was performed confirming the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. No additional treatment is planned. The patient remains stable. No additional information was provided.